Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the atrial lead exhibited low impedance. No medical intervention was reported. The patient's condition was stable.

Event description:
New information notes that the lead had been explanted.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.2cm. Electrical testing found an indication of an internal short. Visual inspection of the lead found damage to the inner insulation at 19.8 cm from the connector pin consistent with an overtightened suture tie and the reported event of low lead impedance. Follow-up number 1 should be aug 26, 2019.